Event description:
It was reported that during a rotational atherectomy intervention procedure, a guidewire fracture occurred. Access was obtained through the right femoral artery. The target lesion was located in the severely calcified left anterior descending artery. The physician advanced a rotawire guidewire and a 1.5mm rotalink burr to the lesion and then completed five ablations at 180,000 rpms. During removal of the rotawire guidewire the tip was broken. The physician removed the burr and broken guidewire leaving 18mm of the distal portion of the guidewire in the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is feeling well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).